Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: the patient underwent a lap chole and three clips were placed using the device and subsequently experience a bile leak requiring prolonged hospitalization. Patient had hida scan and ercp with stent placement.

Event description:
According to the reporter: additional information was received from the account. The alleged malfunction with the device was that the clips fell off. Was during a robotic procedure. It is unknown if any of the clips were retrieved from the cavity of the patient. No information is available regarding the functionality of the device, the formation of the clips, tissue loss, damage or blood loss. The actual surgical time was not extended. The patient is doing better.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/13/2015.

Manufacturer narrative:
(B)(4).